Event description:
An egs tube graft was endovascularly implanted in 1996, during an european clinical trial. The pt recovered from the procedure and had three checkup visits, one in 1996 and two in 1997. There was no endoleak found or any other relevant issues with the graft detected during the visits. After pts' last checkup visit in 1997, the pt refused to follow the checkup recommendations described in the instructions for use of the product. The purpose of the f/u visits is to regularly monitor the pt for perigraft flow and aneurysm growth. In 2000, approx. Forty-five months after implantation, the pt was admitted to the hosp due to aneurysm rupture. Attenidng surgeon performed the standard open repair procedure and replaced the graft with a 20-mm meadox tube. The pt is recovering and doing well. At the time of the surgery, the graft was disposed of by the or personnel. Based on available info, there is no evidence of graft material or component failure.